Manufacturer narrative:
E1: initial reporter address - (B)(6). E1: initial reporter postal code - should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking between the connector and the non-baxter closed system drug transfer device (cstd). The device was filled with fluorouracil hs (accord) 2800mg in glucose 5%. This event was observed while disconnecting the device from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured november 25, 2024 - december 2, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed a device with red fluid leaking out at the connection between the device's flow restrictor and a non-baxter connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.